Event description:
It was reported that the device had error code 42860. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for the device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. During the investigation functional testing and visual inspection. The customer reported complaint was confirmed. To correct the malfunction the printer wire assembly board. It was found that the upstream occlusion seal was buckling and the downstream occlusion seal was ripped. Both seal's were replaced.